Event description:
A customer reported an issue with a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guided the customer through the process, and successfully resolved the issue, allowing the customer to start their sensor session without further errors.